Event description:
Repeat (B)(6) advia centaur xp hbsag results were confirmed by the advia centaur xp hbsag confirmatory assay. The results were (B)(6) based on the clinical picture. There are no reports that treatment was altered or prescribed based on the (B)(6) result. There are no reports of adverse health consequences based on the (B)(6) advia centaur hbsag confirmatory result.

Manufacturer narrative:
The cause for the (B)(6) result is unknown. A siemens customer service engineer (cse) went on site and completed a total service visit and adjusted reagent probes 2 and 3 alignments. No conclusions can be drawn. The customer verified quality control results and reran the aliquot of the suspect sample in triplicate and the results were (B)(6). The sample is not available for additional testing. This appears to be a sample specific issue since the results of the aliquot of the patient sample were (B)(6). The system is performing to specification. The interpretation of results section of the instructions for use (IFU) states: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that current methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A false reactive hbsag test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with hepatitis b."